Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired, the system was outside clinical use at the time of the reported event. A philips remote service engineer (rse) inspected the system remotely and confirmed that due to issues with the hospital network, the system could not transfer patient examinations to an external system causing the disk to be full. The system was not configured to automatically delete examinations of which the customer is aware. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse removed previously transferred patient examinations from the database. After manually removing patients examinations, the system has been returned to use in good working order. To date, there has been no recurrence of this issue reported from the customer. This scenario includes situation in which the hospital network is not functioning that is not caused by the azurion device. Since the issue with the hospital network would not be considered a device malfunction of the azurion system, this event would not be reportable. The codes were updated based on the investigation outcomes.

Event description:
It was reported to philips that the system displayed a disk full error, which could impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.